Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the evaluation of the device, the Service Repair Technician identified the bending rubber has tissue adhesive residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection. Based on the results of the investigation, Olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. The bending rubber has tissue adhesive residue is likely the result of insufficient reprocessing; however, a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.